Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm synchroseal instrument to perform failure analysis. The instrument was analyzed, and the grip drive fitting was separated from the upper jaw. The jaws would not open due to being disconnected from the grip lever. The pin was dislodged. No damage was found at the proximal end. Additional findings not related to customer reported complaint: the jaw cover was found to have tearing. Tears measure from .024¿ to .110¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument would not open or close smoothly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. A radical cystectomy was being performed when the issue occurred. Unknown if there was a system fault and unknown what the target tissue was. No tissue stuck in the jaws when the issue occurred. The procedure was completed robotically. No injury to the patient. Instrument is available for return. No photos or videos available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm synchroseal instrument for failure analysis investigation. The instrument was analyzed and an advanced failure mode analysis (afma) was completed to investigate the root cause of this failure; however, because of low number of samples available, the results from the analysis were inconclusive and a definitive root cause could not be determined. This issue will be monitored for future occurrences. Additionally, the jaw cover was observed to have tears ranging from 0.024¿ to 0.110¿ in length. No thermal damage was noted at the ends of the tears, and no material was missing. The probable root cause of the jaws not opening during the procedure is attributed to a broken drive pin on the synchroseal instrument. The underlying cause of the pin breakage has not yet been determined, and the issue will be monitored for future occurrences. Furthermore, the probable root cause of the tearing in jaw cover is attributed to exposure to repeated thermal and/or mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. These issues can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.